Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement for this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead. Upon review, boston scientific technical services (ts) found that the impedance had been gradually increasing over the last year. The patient was brought into the office and the shock impedance was high but not out of range at 109 ohms. At this time the physician has opted to monitor the patient via the remote monitoring system. The ICD and rv lead remain in service and no adverse patient effects were reported.